Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was described as about 100 ml of liquid that leaked under the instrument. The leak was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves, lab coat, and eyeglasses at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found damaged tubing at the needle back wash that caused the leak. The fse replaced the tubing and associated pinch valves and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).